Manufacturer narrative:
The evaluation showed, that the bolt of the posterior link is lost and that the connection adapter is loose. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer one screw came out and another nearly. The patient did not fall.